Event description:
It was reported that the patient is deceased and died the day of lead implant. It was further reported that when attempting to reposition the lead the helix could not retract. The lead was capped and a second lead was successfully implanted. Shortly after implant an echocardiogram was performed and noted that the capped lead had perforated the right ventricle resulting in an effusion. The patient was transferred to another hospital for surgical intervention and the patient is reported to have died in the operating room.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received noted that when attempting to retract the helix, the stylet was unable to be advanced down the lead catheter. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.